Event description:
During preparation for use, the pump system could not be powered by ac or by backup battery power. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.